Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("my sex drive has totally disappeared.") And dyspareunia ("I can't really do it anymore as it is so dry it is painful"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal and dyspareunia outcome was unknown and the loss of libido had not resolved. The reporter considered dyspareunia, loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, loss of libido, dyspareunia no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: never had very high sex drive. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced loss of libido ("my sex drive has totally disappeared since hysterectomy, never had very high sex drive"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("I can't really do it anymore as it is so dry it is painful"). The patient was treated with surgery (vaginal hysterectomy, leaving only the ovaries). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the loss of libido and dyspareunia had not resolved. The reporter considered dyspareunia, loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: medical device removal, loss of libido, dyspareunia amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4)(medwatch 3500a MFR number (B)(4)) which will be deleted from bayer safety database after all information will be transferred to this record # (B)(4) which will be retained. New: outcome of dyspareunia was "not resolved". Start date of loss of libido was added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.